Event description:
As reported by the user facility: patient did not receive proper dialysis prescription and received multiple therapies with machine programmed for "sequential mode". Staff used patient diskette to load parameters. Additional information provided by the facility indicated the patient was hospitalized, given additional dialysis treatments and fully recovered.

Manufacturer narrative:
A MFR representative went on site and verified the machine ot be functioning properly. It was verified that the customer created three separate patient diskettes, one which was programmed for an entire sequential therapy. The customer was not aware that the selected diskette was performing sequential therapy. Training was provided to demonstrate how the machine illustrates the mode of operation. IFU states steps to properly check and confirm loaded parameters & provides the definition and warning about the use of sequential therapy. Customer was referred to IFU and related topics and warnings about sequential therapy.